Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the soft-components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the pump electronics and display function. The damages led to electronic e7 errors. The shutdown/restart of the insulin pump are consequence errors of the damaged pump electronics due to liquid ingress. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported making sport and suddenly the infusion device just beeped and the display remained blank. Patient stated, there were no alerts visible. Patient reported, she changed the battery but the infusion device did not turn on, it only beeped. Patient stated, she detected wetness on the display as she was sweating so much. Patient reported that during the sport activity, she was sweating a lot and thinks the sweat leaked into the device, as well as the soft components at the up/down buttons which are torn. Patient reported experiencing elevated blood glucose level of 250 mg/dl. Patient's normal blood glucose level was not provided. Patient stated, she was able to get her blood glucose under control by herself. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.